Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. Additional findings found were non-reportable: a cracked connector and failed leak test. Other health professional = operating room manager. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that the hd camera head had an image problem (won¿t white balance). The reported issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. While the specific cause of the faulty cable was not established at this time it is possible fluid entered the cable causing temporary image issue. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿. Olympus will continue to monitor field performance for this device.